Event description:
Customer called to report that paramedics were called due to she had high blood glucose. Customer stated that the she was taken to the hospital and the blood glucose reading was over 500 mg/dl at the time of admission. Customer stated that the insulin pump was not working correctly and ended up in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.